Manufacturer narrative:
The original electrodes used during the event were discarded, so they could not be evaluated, and the device activity log for the 9/1/ 25 event had been overwritten; however, the full disclosure log showed four 200 j shocks delivered within specification, with patient impedance varying between 82-140 ohms this variation, along with multiple pads off/on alerts, is consistent with poor coupling, which may result from inadequate skin preparation, poor electrode adhesion, or poor connection between the device and accessary cable. Although the customer returned five unused pro-padz electrodes for evaluation, all passed inspection and shock testing with no discrepancies noted. Because sparking events typicaly result from poor coupling, and the original electrodes were unavailable, the exact source of poor coupling could not be confirmed, analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 76-year-old male patient; a spark was seen from the electrode pads and after removing the electrode pads, burns were found on the patient. The patient sustained burns and was treated with topical cream. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.